Event description:
Potential incident - per ahus capital sales manager: "(B)(6) - witnessed pt fall; according to rca team a nursing assistant claims the side rail was up and engaged and when the na rolled the pt into his side to clean the pt the side rail lowered on its own and the pt rolled out of the bed onto the floor." (B)(4).